Event description:
It was reported that following a percutaneous coronary procedure with coronary stent placements that a 6f angio-seal vip was selected for use to close the right femoral arteriotomy. No complications were experienced during the deployment procedure and the pulses were present when the patient left the cath lab and for a period of time after the cath procedure. Later in the day, the patient experienced symptoms of vessel occlusion and a right leg ultrasound was performed which suggested occlusion near the femoral artery. The patient underwent right lower leg revascularization in surgery. The surgeon found plaque along the medial posterior arterial wall which had been disrupted with the angio-seal resulting in occlusion. Thrombus was present in the area and the surgeon removed it and the angio-seal from the middle of the artery. An endarterectomy was done in the femoral artery. The removed specimen was sent to pathology and that report identified firm plaque material and a rectangular clear foreign body measuring approximately 1.1 x 0.2 cm that was associated with soft tissue. The patient has been discharged from the hospital. No additional information was available.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not reinsert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. The IFU states if patient's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries >5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.